Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that upon opening the kit the catheter was broken. This was discovered prior to the procedure. Another device was used to complete the procedure. The device was not used in/on the patient.

Event description:
It was reported that upon opening the kit the catheter was broken. This was discovered prior to the procedure. Another device was used to complete the procedure. The device was not used in/on the patient.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: one MRI port with 8f groshong catheter kit was returned for evaluation. All components listed on the labeling were present. Blood and residue were noted throughout the returned components. No damage was noted to the returned catheter. Based on the findings, the investigation is unconfirmed for the reported catheter break. The root cause could not be determined based upon available information. It is unknown whether procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiration date: 03/2020).